Event description:
A user facility reported via medwatch report number mw5154546 that during an advanced cardiac life support procedure, using a glidescope core smart cable, the screen display turned black due to bent hdmi pins in the cable. Resuscitation was maintained with continuous ventilation and the patient was intubated by direct laryngoscopy. The airway was confirmed with auscultation and co2 (carbon dioxide) detector. The procedure was completed using a different glidescope system which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
No facility or reporter contact information was provided in the medwatch report, therefore, the glidescope core smart cable was unable to be returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined; however, it is likely that the reported bent hdmi pins in the cable connection may have caused or contributed to the reported image issue. Since the serial number of the cable was not provided, complaint history could not be reviewed to identify if there were any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.